Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had been admitted for psuedomonas infection at his driveline site. During his stay, the pt began having some "neuro events", according to the nurse. The pt was reported to be having events of unusual distemperment and was complaining of midsternal pain and numbness of his lower extremities; however, a head CT came back fine. The nurse also thought that the pump was making some unusual sounds and when the pt was sitting, flows dropped to approximately 4.0, but when lying flat, flows were approximately 5.0. There were no reports of visual or audio alarms. The nurse requested analysis of waveforms and the ip console was placed at the pt's bedside in case pneumatic support became necessary.

Manufacturer narrative:
The pt remains on lvad support and seems to have different emotional states at night than in the day, but this does not seem to be device related, according to the hosp. Vent filter analysis was unremarkable. No further info is available at this time.